Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit alarm regarding a failed leak test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the wrong luer lock was being used for the leak test. The issue was resolved by replacing the luer lock. The fse then verified that the unit calibrated and passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).